Manufacturer narrative:
The company rep was unable to duplicate the reported problem. However, the alarms were verified in the event logs. The original cable and lead wires were not available for inspection. The replaced the cable and lead wires were also not with the unit. The company rep verified the iabp by checking the unit with respect to the event log. No leaks or contamination were found. The ECG trigger and pressure rep performed calibration and functional tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a pt, the unit was not triggering properly on ECG and pressure. The pt cable and lead wires were changed, but the situation did not resolve. The pt was switched to another unit and therapy was continued. No pt injury was reported.